Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose level was 145 mg/dl. The customer reverted to an alternate method for insulin therapy.